Event description:
It was reported that the pt was revised due to tibial loosening. Wear was also noted on the underside of the articular surface.

Manufacturer narrative:
This report will be amended when our investigation is complete.